Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in (B)(6) of 2018. The caller stated that the customer was wearing the insulin pump at the time of death. The caller also stated the death was unexpected. No further details were provided as attempts to reach the next of kin have been unsuccessful. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.